Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 9.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. On the first inflation at an unspecified pressure, the balloon ruptured. The device was removed intact from the patient's body and the procedure was completed with this device. No patient complication were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).